Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxi 600 access immunoassay system (dxi 600) generated multiple elevated thyroid stimulating hormone (htsh) results. Customer reported that the elevated results were questioned by the doctor. Customer reported that no treatment was done on the patients based on the elevated htsh results. Customer reported that testing of redraw samples gave normal htsh results. Customer reported that they used mas quality control lot lia, lot 13020 with the dxi 600 system. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that all of the samples in question came from one particular doctor's office. Customer reported that the doctors used a fixed rotor centrifuge, thus the samples ended up with slanted gel. Customer reported that they suspect possible centrifugation issues. Customer reported that they are currently investigating the issue as they are the providers of the centrifuges for the satellite clinics.

Manufacturer narrative:
Reagents used in conjunction with unicel dxi 600 access immunoassay system: catalog no.: 33825, brand name: access hypersensitive htsh calibrators. Catalog no.: 33820, brand name: access hypersensitive htsh 2 x 50 determinations.